Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was returned with the device. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing, but the missing piece was returned with the device. Investigation personnel concluded that the titanium waveguide cracked from continued use after becoming damaged, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also s tates: do not use damaged components. Use of damaged components may result in injury to the patient or user. An additional failure was found during the investigation; the waveguide was not aligned in the tube. The additional findings did not contribute to the reported condition. The investigation found the waveguide could rotate inside the tube. The torque adaptor was destroyed and could not secure the waveguide in place, which allowed the generator to spin freely without decoupling. Investigation identified the cause of the reported event to be a component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted vaginal hysterectomy, when installing the generator and the battery to use the reported dissector, the indicator was found illuminating green. Then the indicator illuminated red when pressing the activation button. When trying to remove the battery and the generator and re-attach them, the generator couldn't be removed even though the nozzle part was rotated. Then a demo device which was held was used but the same error occurred. Also, the generator couldn't be removed. Since the battery illuminated green indication without problems and had no problem with activation, it was thought that the cause of the error was not due to the battery. No further information available at this time.